Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise which led to pacing inhibition. There was more than two seconds of asystole detected. It was observed that the patient has three abandoned rv leads and the physician believed it may be due to lead-on-lead contact. The physician planned to extract one or all of the abandoned leads and for the meantime, the physician wanted to make any programming changes to ensure pacing. Boston scientific technical services (ts) discussed that there is no permanent doo mode but can raise the automatic gain control (agc) floor to 1.5 millivolts (mv). However, the noise appeared large, hence, ts suggested to use electrocautery protection mode and will give a life vest to the patient. The rv lead was explanted and will be returned. No additional adverse patient effects were reported.